Event description:
It was reported that the pump was not infusing. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a buckled upstream occlusion (uso) seal and a cracked downstream occlusion (dso) seal. Functional testing was able to confirm and duplicate the reported problem. It was determined that defective air in line detector was the root cause and was replaced. The dso seal and uso seal were also replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.